Event description:
It was reported that a large volume infusor had particulate matter in the balloon. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured december 17, 2013 ¿ december 18, 2013. Evaluation summary: the sample was not available for evaluation; however, the customer did provide a photograph of the defective sample. The photographic inspection identified a black and white spot. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.